Event description:
It was reported that the device was not recognizing the cassette which was found before patient use. There was no delay of therapy. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was verified by visual and functional inspection. When attaching a cassette, it doesn¿t recognize when latched in. The cause of the device issue was a contaminated downstream occlusion (dso) sensor, replaced dso sensor to correct the reported problem. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.